Event description:
It was reported to philips that the device powers off and reverts to factory defaults. It was reported that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.